Manufacturer narrative:
Correction and updated to: it was reported that propofol was drawn up into the bd luer-lok¿ syringe with bd eclipse¿ safety needle and two brown areas of discoloration were observed inside the barrel. Updated from: it was reported that propofol was drawn up into the bd luer-lok syringe with detachable needle and two brown areas of discoloration were observed inside the barrel. Correction and updated to: bd luer-lok¿ syringe with bd eclipse¿ safety needle. Updated from: bd luer-lok syringe with detachable needle. Investigation summary: no samples were received of 10ml eclipse product 305786 with lot number unknown. No samples or pictures were sent to show the defect that customer found. According to issue stated by customer the defect is ¿brown discoloration was noticed in the syringe after drawing up medication.¿ review of DHR was performed and no issues stated by the customer were found. According to the statement of complaint we cannot confirm the issue stated by the customer and we cannot assign it as a manufacturing defect, we will inform to the production personnel about this issue so they can be aware of it. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the investigation we were not able to determine the root cause due that we could not reproduce the issue and we do not have a lot number as reference, we were not able to confirm the issue. Root cause: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the investigation we were not able to determine the root cause due that we could not reproduce the issue and we do not have a lot number as reference, we were not able to confirm the issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that propofol was drawn up into the bd luer-lok¿ syringe with bd eclipse¿ safety needle and two brown areas of discoloration were observed inside the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that propofol was drawn up into the bd luer-lok syringe with detachable needle and two brown areas of discoloration were observed inside the barrel.